Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device experienced a hardware failure and could not be recovered, requiring maintenance intervention. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device hardware failed and could not be recovered and required maintenance. The field service engineer (fse) identified that the magnet was missing from the latch assembly of full-height cubie drawer. The fse replaced the faulty component (magnet) and verified that the drawer operated normally without any further issues. The system functioned as intended after the field service engineer repaired the device.